Manufacturer narrative:
Additional narrative: (B)(4). Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address poly wear, pain and femoral stem loosening. Loosening occurred at the cement to implant interface. Cement used is unknown. Medical records received with der were reviewed and there is no new information from what was received on the der. The stem and liner will be reported.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.